Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease flat and two openings on posterior. Leak test and microscopic analysis was performed which identified, two striated openings on posterior, non-penetrating nick striated and crack valve. Based on the device analysis the final assessment is: two striated openings on the posterior assessed as surgical damage consist in the use of some surgical tool. A cracked valve seat diaphragm valve. Non-penetrating nick striated assessed as surgical tool scratch like.

Event description:
Healthcare professional additionally reported "hole in valve".